Event description:
Hill-rom received a report from the account stating the intellidrive runs in reverse of the way it is operated. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint# (B)(4).

Manufacturer narrative:
The hill-rom technician found the left push handle was the issue. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help make sure of a long, operative life for the bed. Pm will minimize downtime due to excessive wear. Perform "throttle check." A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left push handle to resolve the issue. Based on this information, no further action is required.